Event description:
The surgeon complained that during open heart surgery the gowns, 5-15926 were allowing "blood strike through" to occur. The gowns the surgeon was using are assembled in convenience kits 50-10837 enclosed in 90-0143 cab fn tracepaks.